Manufacturer narrative:
Return requested. Replacement 38 batteries 9amph 12v, shipped to site. No parts have been received by manufacturer for analysis as suspect batteries were discarded. On (B)(6) 2015 a medtronic representative performed an imaging system check-out, all areas passed except imaging modalities test failed. Intermittent sulfur-like smell coming from system during 3d spins. One or more x-ray batteries gassing when under heavy load. Replaced all 38 batteries in o-arm. Checked for proper operation and found to be ok. Charger board changed. Issue resolved. System is functioning normally. On (B)(6) 2015 a medtronic representative, following-up at the site, reported finding one circuit on the charger board was not regulating correctly, it was approximately 39 volts dc unloaded. It is unlikely that this contributed to the sulfur smell. As each battery was removed, it was carefully checked for any cracks, signs of leakage, and odors. None were found. The voltage of each battery was checked, all read about 13.10 volts +- .06 unloaded; resulting in the batteries not holding their charge as well as expected. Problem found at this site, the power cord, and/or the outlet, often becomes damaged and the batteries do not always charge fully. There is also a possibility that the charger board replaced was causing the sulfur smell. Before the x-ray batteries were replaced, it had to work harder while performing a hd scan. After the batteries were replaced it is not strained. Issue resolved.

Event description:
A medtronic representative reported an imaging system that emitted a smell while performing a 3d spin. No further details were provided. There was no patient present when this issue was identified.